Manufacturer narrative:
Patient information is not available for reporting. UDI # (B)(4). Device was not implanted/explanted. Incident occurred during the procedure. Reporter contact number (B)(4). Device history records review was completed for part# 412.110s, lot# 8634201. Manufacturing location: (B)(4), manufacturing date: oct 07, 2013, expiry date: sep 01, 2023. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the surgeon applied philos from the philos proximal humeral internal locking system to the proximal humerus. During this surgery the surgeon failed to insert the last locking screw because the screwdriver shaft stardrive became dull. As a result, a torque limitation became unusable. In addition, due to the screwdriver a locking screw was also broken and the surgeon opened a sterilized bag and used another one. The surgeon decided to use another t15 driver without torque limitation and locked the screw. The surgeon commented the screwdriver seemed to become dull easily. The surgery was prolonged about 3 minutes. No information about patient condition and outcome available. Concomitant reported part: torque limiter (part# unknown, lot# unknown, quantity 1). This report is for one (1) locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: visually there are slight scratches visible on the stardrive recess of the returned screw. The screw is not broken and anodized green surface of shaft thread and tip section does not show any discoloration. Complained condition could not be confirmed. Based on the device history record review and the slight scratches detected on recess it is likely that the screwdriver shaft must have been inserted in the locking screw but the screw was not inserted in patients bone as no wear is visible. No manufacturing related failure could be found by the locking screw. The exact root cause for this complaint could not be determined. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.